Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tube extension was broken and missing a .225 x .328 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The instrument passed electrical continuity testing. It was concluded that the damage to the instrument's tube extension was likely due to mishandling/misuse. Failure analysis investigation also found that the follow damages to the instrument: the distal end of the main tube had various scratch marks with light material removal. The scratches were .140 - .016 in length and were not aligned with the tube axis. The reinforcement ring of the tube assembly contained scratches of .101 - .020. It was concluded that the damages to the main tube and the reinforcement ring were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube and reinforcement ring, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that upon removal of the monopolar curved scissors instrument from the box, the orange sleeve on the instrument was observed to be cracked. No missing or fallen pieces were reported.